Event description:
Product was returned as an implant failure due to bone necrosis. The pt had moderate oral hygiene and moderate bone condition. It was a traditional 2 stage surgery in tooth location #19 and bone augmentation material was not used. The doctor did not have the lot number for the product available. The pt fully recovered with a new implant.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.